Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. However, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix bent inside of the sleevehead. The helix extension/retraction/length testing could not be performed. No other anomalies were observed regarding the returned lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead had low sensing and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.